Event description:
My home covid test kit came without a dropper top to complete the test. Accessbio carestart covid 19 antigen home test. Lot cp22m25. This was one of the free kits ordered through usps.